Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously elevated troponin (accutni) result, above the ami cut-off and an erroneously elevated thyroid stimulating hormone (tsh) result above the normal reference range generated by the access 2 immunoassay system for one patient. The results were reported out of the lab. Subsequent testing produced results within the normal reference range for both assays. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Customer collects samples in bd green top plasma tubes with a gel separator. Specimens are centrifuged at 2,500 rpm for 10 minutes. Accutni qc has been within the customer's established ranges. System checks performed on (B)(6) 2010 passed within instrument specifications. A field service engineer (fse) was dispatched and performed a high sensitivity system check which passed within instrument specifications. The fse did not note any hardware issues which would have contributed to this event. A definitive root cause has not been determined to date for this event.